Event description:
It was reported that there was damage to the driveline where the pump connects to the system controller. Engineering was consulted for repair. The patient was admitted to the hospital from (B)(6) 2026 to (B)(6) 2023. Images showed the driveline to system controller connection was broken. Log files were sent for review. The log files captured unstable cable voltages. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment operated as intended.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed the reported damage to the controller connector bend relief. A specific cause of the damage could not be conclusively determined through this evaluation. It was reported that there was damage to the patient¿s driveline where the pump connects to the controller. There were no alarms reported for the event. The driveline was secured, and the account consulted engineering for a repair. It was further reported that the patient was admitted at the time of the event. The account submitted one image of the distal portion of the patient¿s driveline for review, and it showed that the controller connector bend relief had separated from the metal connector. The submitted log file contained events from 06feb2026 through 09mar2026. No notable events or alarms were observed, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was damage to the driveline where the pump connects to the system controller. Engineering was consulted for repair. The patient was admitted to the hospital from (B)(6) 2026 to (B)(6) 2026. Images showed the driveline to system controller connection was broken. Log files were sent for review. The log files captured unstable cable voltages. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment operated as intended.